Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system failed to start and stopped at 00. The analysis of the system log file confirmed that the internal software error, which indicated the cause could be software crash. To resolve the reported issue, the fse reinstalled the software of the system. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.